Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25 x 28 synergy ii stent was advanced through the guide catheter. However, upon fluoroscopy, it was noted that the stent had come off of the balloon. Subsequently, the stent was retrieved using a snaring device and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.